Event description:
Latitude alert received on (B)(6) 2018 for error code 1003 occurred on (B)(6) 2017 stating "voltage was too low for projected remaining capacity." Unknown area of voltage drain causing rapid battery depletion. Boston scientific technical services were notified, engineers estimated 28 days of guaranteed normal function as of (B)(6) 2018. Patient happened to be overseas when this occurred and multiple correspondence was made between bsc reps, patient, and office staff. Previous in office check on (B)(6) 2017 stated battery had nine years remaining as the device was only four years and nine months old.